Event description:
Loose connection of driveline that directly connects to the system control. Chest x-ray was done, but did not show any internal device malfunction. (B)(6) (technical support specialist) from thoratec reinforced connection with steel fasterner.